Event description:
Additional information: it was later reported by the healthcare provider that there was no infection. Patient underwent a spine fusion surgery and surgeon decided to remove the pump. Drugs delivered via the device in addition to fentanyl reported previously were compounded baclofen and clonidine.

Event description:
It was reported that the patient had a possible infection and increased pain due to back surgery. An MRI was planned. It was indicated, the MRI was not related to the pump. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer: model# 8835, serial# (B)(4)...catheter: model#8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. ..catheter: model #8598, lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: unk...accessory: model#8578, lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).